Event description:
Naso-jejunal placement attempted as per protocol. Naso-jejunal tube perforated right bronchus causing a pneumothorax as per xray. Pt was asymptomatic initially. Pigtail placed, portable esophagram done which shows no extravasation. Pt also seen by pediatric surgeon.